Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient initially underwent bilateral knee arthroplasty; although a complete component list was provided, there is no indication in which knees the individual components were placed. A cross-compatibility of all the components was performed with no issues found. The device history records for the femoral component were reviewed and no deviations or anomalies were found. A product history search found no other complaints for the femoral part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This device is used for treatment. Updated information received via primary operative notes. Review of primary operative notes confirms patient underwent a bilateral total knee arthroplasty due to osteoarthritis. The right knee was addressed first, followed by the left knee. For the left knee, trial components revealed symmetric flexion and extension gaps, 0 to 100 degrees of motion, and appear to be stable to varus and valgus stressing. Final components were cemented and held in extension for cure. Final components revealed full range of motion. Review of primary operative notes does not indicate root cause. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigatin is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.